Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation on ((B)(4) 2014). The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref # (B)(4).

Manufacturer narrative:
(B)(4). It was reported that noise from all ic electrodes and all bs leads was being displayed on the carto 3 system and on the recording system. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The physician did not have any signals to monitor with patients rhythm. The case was completed by changing the catheter without any patient consequence.